Event description:
It was reported that during use, the cardiosave intra-aortic balloon pump (iabp) shut down randomly. There was no patient harm reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated field: d4 (UDI), h6 (type of investigation, investigation finding, component code, investigation conclusion). A getinge field service engineer (fse) evaluated the unit and stated that customer restarted the unit successfully and it continued to run. The unit was brought down to biomed for repair/eval. Fse could not duplicate the reported issue but did find tec #111, 112 and 118 in the log files. Fse reseated all connections to the coiled cord and replaced the executive processor board as per the service guidelines. Fse completed a full system calibration, then tested the safety and functionality as per factory specifications and iabp was then returned to customer for clinical use. The failure analysis and testing dept. Received part pcb, exec processor with a reported unit failure of the unit shutting down randomly. The failure analysis and testing dept. Performed a visual inspection and found the part to be in good condition. The failure analysis and testing dept. Installed part pcb, exec processor in the cardiosave test fixture and tested the board to factory specifications per procedure number: (B)(4) revision e and the cardiosave service manual part number: 0070-00-0639 revision r. After an extensive run- in time (3 hours), the fat dept. Was not able to replicate the failure of the unit shutting down randomly. Part pcb, exec processor passed testing. Sending the board to the supplier per procedure number: (B)(4) rev. Ar. Failure analysis received from the supplier for pn: 0670-00-0770. They stated the part passed with no issues. Probable root cause for this part is not confirmed. Retaining the part in the failure analysis and testing department per procedure number: (B)(4) rev. As. The non-conformance's with the returned components were not confirmed. However, the root cause or the most probable root cause is not confirmed.

Event description:
N/a.

Manufacturer narrative:
UDI related data quality updates only. Providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).